Event description:
It was reported that a user experienced difficulty pairing a freestyle libre 3+ sensor while temporarily using it in place of the usual dexcom sensor, and pairing subsequently completed after allowing the warm-up period to finish. No adverse clinical symptoms were reported. Outcomes included no reported health impact and no hospitalization. User support included education, remote troubleshooting, and verification that the sensor was in warm-up and then connected. Investigation of this case revealed a resolved pairing failure consistent with expected behavior during sensor warm-up, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that user education and adherence to the warm-up process addressed the issue.